Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: investigators were unable to confirm complaint of cracked/damaged display; no damage/cracks found on display lens. Opened pump; no damage observed on the display screen, display screen is fully functional. Battery compartment cracks were found at the battery compartment threads above the bump (left and right corners). Returned battery cap damaged; threads were stripped and torn. Battery cap is able to attach (yellow o'ring visible); used to perform investigation. Pump case cracked near the top right corner of the display lens at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.